Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient will need to undergo a revision in the future due to dislocation. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the left hip arthroplasty. No acute fracture. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further information available at the time of this report.